Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the physician's coaguchek meter with the same test strip lot. The physician's coaguchek meter type was asked for but not provided. At 09:58 am the result from the customer's meter was 6.9 inr. At 11:00 am the result from the physician's meter was 5.2 inr. There was no allegation of an adverse event. The customer was "well". The customer's therapeutic range was 2.0 - 3.0 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.